Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, from the field service engineer that the lens epoxy were damaged and required replacement. The event was found during preventive maintenance involving a olympus ultrasound gastrovideoscope. There was no patient involvement reported.